Event description:
Surgeon unable to keep preperitoneal distention balloon inflated during surgery - r&l inguinal hernia repair. Insufflator did not alarm. Balloons were changed without success. It is estimated that approximately 3x as much air had to be pumped into the balloon to keep it inflated. Before extubation, crna noted puffiness in the face. Sq crepitus was noted. Co2 sats ok. Pt extubated and observed. Crepitus also noted on the neck and upper back. Cxr done which showed a small r. Pheumothorax along with the crepitus. Pt stabilized and transferred to hospital were they were admitted. Later that day, another laporatomy case utillized a different insufflator and it was noted that it didn't hold the pressure. A second insufflator was tried (which is the one used on the first case) and that one also was used without success. There was no pt injury with this second case. The two insufflators were inspected and tested by the contracted biomed dept and were found to be functioning properly. Physician's office called to get pt update. Physician out of the town till next week and unable to get a thorough update but was told that the pt was discharged home in stable condition.